Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve, a sharp opening on valve bond edge, a striated opening on anterior, non-penetrating nicks striated on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: - a cracked valve seat diaphragm valve. - a sharp opening on valve bond edge assessed as an unidentified (tear) opening. - a striated opening on anterior assessed as surgical damage.

Event description:
The device has been explanted.

Event description:
Healthcare professional initially reported, right side "possible deflation". Later confirmed, "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "a possible deflation." Device remains implanted.